Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the visual inspection of the device was done. The spreading screwdriver showed significant traces of an intense and frequent uses. Screwdriver received was found to be completely broken off at distal end. The broken off pieces returned, and it can be concluded that the product has rotated in counter clockwise direction by applying load, the breakage surface showed the typical structure of a forced, ductile fracture due to overload. It has been in use for a long time (manufactured in 2009), therefore it is assumed that the device had fulfilled its tasks in former surgeries as intended without problems reported. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by due to application of excess torsional force rotated in counter clockwise direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: "only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." If any further information is provided, the investigation report will be updated.

Event description:
The driver was broken during the gamma 3 implant procedure. A back-up device was used to complete the procedure. No surgical delay or adverse consequences were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The driver was broken during the gamma 3 implant procedure. A back-up device was used to complete the procedure. No surgical delay or adverse consequences were reported.